Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the tubing set was found to have a hole in it during priming. There was no patient involvement.

Manufacturer narrative:
Additional information added; section; b.5. (Patient/event information clarified/detailed), and h.6. (Patient code). The customer¿s report that the tubing set was found to have a hole in it was confirmed. The set was visually inspected as received for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. Visual inspection of the set noted a small cut below the drip chamber. No other anomalies were observed. Functional testing confirmed leaking from the cut in the tubing. No other leaks were observed throughout the set. The source of the leak is due to a cut in the tubing. The root cause of the cut damage was not determined.

Event description:
It was reported that the tubing set was found to have a hole in it during priming. It was further confirmed during follow up, that the "product never reached the patient", and therefore; there was no patient involvement. Subsequently, there was no patient harm or impact as a result of this event.